Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing unusual high and low blood glucose levels. Customer¿s blood glucose level was 44 mg/dl at the time of incident. Customer drank milk. Customer¿s other relevant blood glucose level was 190 mg/dl and they took insulin and it was then dropped to 78 mg/dl. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that the drive support cap was normal. Customer alleging that the insulin pump was over delivering as the blood glucose level was dropped after taking insulin. Customer stated that the insulin pump had crack on battery compartment, but reservoir lip ring was not damaged. The insulin pump will be returned and reservoir will not be returned for analysis.